Event description:
It was not possible to disconnect the terminal cc from the trio cup. The surgeon used a second trio cup implant with the cup impactor to complete the surgery. The cup impactor was correctly connected with the implant. MFR #3005180920-2015-00139.